Manufacturer narrative:
(B)(4). The patient underwent aortic valve reconstruction surgery for bicuspid aortic valve on an unspecified date in the range of (B)(6) 2007 to (B)(6) 2013. This report was received from literature: song, m.g., yang, h.s., choi, j.b., shin, j.k., chee, h.k., kim, j.s. Aortic valve reconstruction with use of pericardial leaflets in adults with bicuspid aortic valve disease: early and midterm outcomes. Texas heart institute journal 41(6): 585-591. 201. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced endocarditis in reconstructed aortic valve leaflets and required reoperation after the initial surgery in which supple peri-guard was used. The cause of the endocarditis was not reported. The patient had previously undergone aortic valve reconstruction surgery for bicuspid aortic valve and supple peri-guard was used to create the new leaflets. No further detail on surgical technique was provided. Subsequently, on an unreported date, the patient experienced endocarditis in the reconstructed leaflets. As a result, on an unreported date, the patient underwent surgery to replace the reconstructed leaflets with a mechanical valve (not further specified). Further detail on the patient&#38112;outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.